Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/28/2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available. The reported glucose values fall within the d zone of the parkes error grid.